Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to customer care. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, monitoring through the dms indicated improved alignment between sg and bg readings. Multiple attempts were made to contact the user for additional details, but the user did not respond. Per dms review, the user was using the system and receiving glucose readings up to date.

Manufacturer narrative:
The user reported discrepancies between sg and bg readings.the case was escalated, and the user received further instructions to restore the system. Based on additional monitoring and the information available in dms, we can see that the system is showing better alignment in bg and sg after the re-link. After the system was restored and monitored, multiple attempts were made to contact the user for additional information; however, the user remained unresponsive.per dms review, the user is currently using the system and receiving glucose readings, with information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.